Event description:
Boston scientific crm received information from the patient's family when they completed a patient verification form. The family of the deceased patient asserted that the pacemaker malfunctioned, and as a result, the patient passed away 19 months ago. This device is not included in any advisory, and no further information has been provided to our company.

Manufacturer narrative:
As of this report, the device has not been returned for analysis and it is not included in any advisory. Attempts to retrieve additional information have been made, and the local sales representative (sr) has made several inquiries with the local clinics and following physicians. No decision has been communicated to boston scientific crm for resolution on this pacemaker condition and the patient's death. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary.